Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-dec-2019. The most recent information was received on 21-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramp') in an adult female patient who had essure (batch no. 948605) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), infection ("infections"), back pain ("back pain"), breast swelling ("swollen breasts / swollen and tense breasts"), abdominal distension ("swollen stomach"), pain ("pain when raise arm"), myalgia ("muscle pain"), arthralgia ("joint pain / pain in the knees / left shoulder pain / musclejoint pain"), breath odour ("very bad breath"), fatigue ("constant fatigue / chronic fatigue / exhaustion"), dyspareunia ("painful intimate relations / dyspareunia"), depression ("depression"), thyroid disorder ("thyroid disorder"), inflammation ("chronic inflammation"), sleep disorder ("sleep disorder"), ear pruritus ("itching of the ear canal"), tooth fracture ("broken tooth"), hypersensitivity ("allergy to everything"), arrhythmia ("heart rhythm disorder"), tremor ("tremor"), constipation ("constipation"), paraesthesia ("tingling in both hands"), dry skin ("dry skin"), neck pain ("neck pain"), nausea ("nausea"), memory impairment ("impaired memory"), pruritus ("diffuse itching all over the body"), visual impairment ("visual disturbance"), headache ("headache"), vulvovaginal dryness ("intimate dryness"), eczema ("eczema"), eye pain ("eye pain"), heavy menstrual bleeding ("heavy menstrual bleeding") and complication of device removal ("the surgeon left an almost entire insert in the uterine horn"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, infection, back pain, breast swelling, abdominal distension, pain, myalgia, arthralgia, breath odour, fatigue, dyspareunia, depression, thyroid disorder, inflammation, sleep disorder, ear pruritus, tooth fracture, hypersensitivity, arrhythmia, tremor, constipation, paraesthesia, dry skin, neck pain, nausea, memory impairment, pruritus, visual impairment, headache, vulvovaginal dryness, eczema, eye pain, heavy menstrual bleeding and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, arrhythmia, arthralgia, back pain, breast swelling, breath odour, complication of device removal, constipation, depression, dry skin, dyspareunia, ear pruritus, eczema, eye pain, fatigue, headache, heavy menstrual bleeding, hypersensitivity, infection, inflammation, memory impairment, myalgia, nausea, neck pain, pain, paraesthesia, pruritus, sleep disorder, thyroid disorder, tooth fracture, tremor, visual impairment and vulvovaginal dryness with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: confirmed along with x-ray that the surgeon left an almost entire insert in the uterine horn. I am in the process of removal.. Lot number: 948605, manufacture date: 2012-01, and expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-dec-2019. The most recent information was received on 10-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramp') in an adult female patient who had essure (batch no. 948605) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), infection ("infections"), back pain ("back pain"), breast swelling ("swollen breasts / swollen and tense breasts"), abdominal distension ("swollen stomach"), pain ("pain when raise arm"), myalgia ("muscle pain"), arthralgia ("joint pain / pain in the knees / left shoulder pain / musclejoint pain"), breath odour ("very bad breath"), fatigue ("constant fatigue / chronic fatigue / exhaustion"), dyspareunia ("painful intimate relations / dyspareunia"), depression ("depression"), thyroid disorder ("thyroid disorder"), inflammation ("chronic inflammation"), sleep disorder ("sleep disorder"), ear pruritus ("itching of the ear canal"), tooth fracture ("broken tooth"), hypersensitivity ("allergy to everything"), arrhythmia ("heart rhythm disorder"), tremor ("tremor"), constipation ("constipation"), paraesthesia ("tingling in both hands"), dry skin ("dry skin"), neck pain ("neck pain"), nausea ("nausea"), memory impairment ("impaired memory"), pruritus ("diffuse itching all over the body"), visual impairment ("visual disturbance"), headache ("headache"), vulvovaginal dryness ("intimate dryness"), eczema ("eczema"), eye pain ("eye pain"), heavy menstrual bleeding ("heavy menstrual bleeding") and complication of device removal ("the surgeon left an almost entire insert in the uterine horn"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, infection, back pain, breast swelling, abdominal distension, pain, myalgia, arthralgia, breath odour, fatigue, dyspareunia, depression, thyroid disorder, inflammation, sleep disorder, ear pruritus, tooth fracture, hypersensitivity, arrhythmia, tremor, constipation, paraesthesia, dry skin, neck pain, nausea, memory impairment, pruritus, visual impairment, headache, vulvovaginal dryness, eczema, eye pain, heavy menstrual bleeding and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, arrhythmia, arthralgia, back pain, breast swelling, breath odour, complication of device removal, constipation, depression, dry skin, dyspareunia, ear pruritus, eczema, eye pain, fatigue, headache, heavy menstrual bleeding, hypersensitivity, infection, inflammation, memory impairment, myalgia, nausea, neck pain, pain, paraesthesia, pruritus, sleep disorder, thyroid disorder, tooth fracture, tremor, visual impairment and vulvovaginal dryness with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: confirmed along with x-ray that the surgeon left an almost entire insert in the uterine horn. I am in the process of removal. Lot number: 948605, manufacture date: 2012-01, expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2022: adverse events "joint pain" updated to "joint pain / pain in the knees / left shoulder pain / musclejoint pain"; "constant fatigue" updated to "constant fatigue / chronic fatigue / exhaustion"; "swollen breasts" updated to "swollen and tense breasts"; "painful intimate relations" updated to "painful intimate relations / dyspareunia"; also the following adverse events were added to the case "thyroid disorder"; "chronic inflammation"; "sleep disorder"; "itching of the ear canal"; "broken tooth"; "allergy to everything"; "heart rhythm disorder"; "tremor"; "constipation"; "tingling in both hands"; "dry skin"; "neck pain"; "nausea"; "impaired memory"; "cold hands and feet"; "diffuse itching all over the body"; "visual disturbance"; "headache"; "intimate dryness"; "eczema"; "eye pain"; "heavy menstrual bleeding"; "the surgeon left an almost entire insert in the uterine horn", lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 16-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramp') in an adult female patient who had essure (batch no. 948605) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), infection ("infections"), back pain ("back pain"), breast swelling ("swollen breasts"), abdominal distension ("swollen stomach"), pain ("pain when raise arm"), myalgia ("muscle pain"), arthralgia ("joint pain"), breath odour ("very bad breath"), fatigue ("constant fatigue"), dyspareunia ("painful intimate relations") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, infection, back pain, breast swelling, abdominal distension, pain, myalgia, arthralgia, breath odour, fatigue, dyspareunia and depression outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, arthralgia, back pain, breast swelling, breath odour, depression, dyspareunia, fatigue, infection, myalgia and pain with essure. Lot number: 948605 manufacture date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramp') in an adult female patient who had essure (batch no. 948605) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), infection ("infections"), back pain ("back pain"), breast swelling ("swollen breasts"), abdominal distension ("swollen stomach"), pain ("pain when raise arm"), myalgia ("muscle pain"), arthralgia ("joint pain"), breath odour ("very bad breath"), fatigue ("constant fatigue"), dyspareunia ("painful intimate relations") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, infection, back pain, breast swelling, abdominal distension, pain, myalgia, arthralgia, breath odour, fatigue, dyspareunia and depression outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, arthralgia, back pain, breast swelling, breath odour, depression, dyspareunia, fatigue, infection, myalgia and pain with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.